Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ball bearing was noticed missing from a shim after cleaning; an x-ray was performed on the patient and it is not believed that it was retained by the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A summary of the investigation will be sent to the complainant.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Device was evaluated and the reported event was confirmed. Visual inspection of the returned device revealed wear and tear which is synonymous with use during product¿s life cycle. Device was also disassembled and missing components. DHR was reviewed and no discrepancies were found. Investigation concluded that the reported event was due to a previously identified design issue for which corrective action has been initiated. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.